Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne determined this event is likely related to surgical technique or prior damage to the pacemaker lead wire that allowed current to arc to the lead wire during activation. User facility determined event is not reportable. Megadyne is reporting since the info suggests intervention may have required.

Event description:
Sparking and arcing from the electrode to the lidocaine and the pacemaker lead wire. Surgical team claimed pacemaker lead wire was nicked with black single marks on the wire.